Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test and active current test. Insulin pump failed the sleep current test due to moisture damage on the electronic assembly and corroded battery tube and spring. Unexpected battery power loss confirmed.

Event description:
The customer reported via phone call that insulin pump had low battery alert prior to replace battery. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. Customer received a low battery alert prior to the replace battery alert. It was reported that they had second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The customer was advised that the pump will need to be replaced. The customer was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The device will be returned for analysis.